Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 606 mg/dl. The customer had a diabetic ketoacidosis. His insulin pump was not delivering insulin at night and he did not receive a no delivery alarm. The customer had to change the battery within 24 hours of the last battery change. The screen was scratched and the battery cap was worn out. The medtronic sticker came off on the right side of the insulin pump. The customer received random no delivery alarms, occasional motor error alarms, and button error alarms. The screen also had a black shading but he could read it. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-10080 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.